Event description:
Information rec'd indicates the foot end casters are not holding.

Manufacturer narrative:
The technician found the casters were worn. He replaced the casters to repair the stretcher.